Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
A(B)(6) year old male patient contacted zoll customer support to report that one of the cables on the belt was damaged. The patient was issued a replacement electrode belt.